Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, during coil advancement halfway out of the catheter tip, the coil prematurely detached from the delivery pusher. The device was reported to be incompatible with the catheter as resistance was reported. No patient harm or injury was reported.